Event description:
The pso-pb (sn¿ (B)(4)) was implanted to patient with no problem and zeroing process was eventless. The device started to work correctly but after a few minutes the values displayed on the monitor became incoherent. The doctor (and technician) incharge decided to switch the monitor but the vlaues of icp were still incoherent. The pso-pb was the explanted to be replaced by another one.